Manufacturer narrative:
The customer contacted a siemens customer care center. As per siemens' instructions, the customer successfully autoaligned server 1 probes and performed a sodium hydroxide cleans on reagent 1 (r1) and reagent 2 (r2) probes twice. Siemens recommended that the customer clean the drains. Siemens further investigated the issue and determined that quality controls were within acceptable ranges for the week prior to this elevated sample on all three quality control levels. Siemens also concluded that sample integrity, preanalytical variables, or dirty drains and/or probes contributed to the discordant, falsely elevated bhcg result. Quality controls samples were in range and no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument. The alternate dimension vista instrument yielded the same result as the repeat on the initial dimension vista instrument. The repeat results were lower than the discordant result. The bhcg result of 1 miu/ml was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated bhcg result.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2021-00202 on 20-aug-2021. Additional information (22-aug-2021): the initial report indicated that siemens recommended that the customer clean the drains. On (B)(6) 2021 the customer provided information that the instrument drains were cleaned at regular intervals prior to and after discordant beta human chorionic gonadotropin (bhcg) patient result was obtained. The instrument is performing according to specifications. No further evaluation of this device is required.